Manufacturer narrative:
Batch review performed on 25 may 2023. Lot 2200882: (B)(4) items manufactured and released on 10-may-2022. Expiration date: 2027-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in reporting pain due to a a dislocation of the medacta head from a competitor liner and the cause is unknown. The surgeon revised competitor cup and liner and medacta head. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully.